Event description:
It was reported that an altitude alarm occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer had experienced this issue before and was following the necessary precautions to prevent it. Technical support resolved the situation by arranging to replace the pump. The customer was informed about the replacement and agreed to use a backup insulin therapy method to avoid interruptions. Instructions were provided for returning the problematic pump to tandem.